Manufacturer narrative:
Serviced by third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that there was bottom enclosure damage, a scratched lcd screen, and scratches on the upper closure.